Event description:
The customer reported that they were 80% through the procedure when the laser started to skip. An "off condition" message displayed a few times before the system stopped working and a "service requested" message displayed. They were not able to complete the procedure and the pt was rescheduled for a later date to complete the surgery. Two subsequent cases were cancelled. The pt has minimal vision in his left eye (operative eye). However, the customer stated that the laser malfunction did not affect the pt outcome.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.